Event description:
The customer reported false positive alinity I stat high sensitive troponin-I results for a male patient from the a&e department. The customer reported several samples from the same patient were tested at different collection times. The following data was provided (customer¿s reference range: 0-33 ng/l (negative) / > 64 ng/l suggestive of a mi injury): on (B)(6) 2025 at 17:10, sid (B)(6): initial troponin-I result (serum) = 83.04 ng/l (positive) ¿ the hospital ward questioned the result and sent another sample to be tested. On (B)(6) 2025 at 19:03, sent another sample sid (B)(6): troponin-I result (serum) = 4.40 ng/l. On (B)(6) 2025 at 21:48, sent another sample sid (B)(6): troponin-I result (serum) = 48.83 ng/l. On (B)(6) 2025 at 10:04, sent another sample sid (B)(6): troponin-I result (serum) = < 4.00 ng/l. On (B)(6) 2025, all the samples collected from the patient were retested for troponin-I and generated < 4.00 ng/l for all samples. Upon reviewing the instrument logs, instrument error code 3424, (sample) pipettor aspiration error, was generated throughout testing of the patient¿s 4 samples. On (B)(6) 2025, customer provided additional patient information for falsely elevated alinity I stat high sensitive troponin-I results. The following data was provided (units of measure being used: ng/l): sid (B)(6): initial troponin-I result = 15.02; initial second result = 14.64; third result = 35.44; reported result = 15; repeat result today = 14.43 / 16.62. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (all different samples from the same patient) additional patient sample obtained on (B)(6) 2025: (B)(6) (different patient than from the original samples above) all available patient information was included. Additional patient details are not available. B5 - describe event or problem - new patient information obtained on (B)(6) 2025. See details in section b5. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I) with 510k/PMA/bla number k202525.

Event description:
The customer reported false positive alinity I stat high sensitive troponin-I results for a male patient from the a&e department. The customer reported several samples from the same patient were tested at different collection times. The following data was provided (customer¿s reference range: 0-33 ng/l (negative) / > 64 ng/l suggestive of a mi injury): on (B)(6) 2025 at 17:10, sid (B)(6): initial troponin-I result (serum) = 83.04 ng/l (positive) ¿ the hospital ward questioned the result and sent another sample to be tested. On (B)(6) 2025 at 19:03, sent another sample sid (B)(6): troponin-I result (serum) = 4.40 ng/l. On (B)(6) 2025 at 21:48, sent another sample sid (B)(6): troponin-I result (serum) = 48.83 ng/l. On (B)(6) 2025 at 10:04, sent another sample sid (B)(6): troponin-I result (serum) = < 4.00 ng/l. On (B)(6) 2025, all the samples collected from the patient were retested for troponin-I and generated < 4.00 ng/l for all samples. Upon reviewing the instrument logs, instrument error code 3424,(sample) pipettor aspiration error, was generated throughout testing of the patient¿s 4 samples. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (all different samples from the same patient) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I) with 510k/PMA/bla number k202525.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 73252ud00, however, no increase in complaint activity was identified for list number 08p13. Additionally, in-house testing was performed using a retained reagent kit of complaint lot 73252ud00. All specifications were met indicating that the lot is performing acceptably. The overall performance of alinity I stat highly sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for all reviewed lot(s) are within the established limits and comparable to the historical reagent lot performance. The device history record was reviewed and did not identify any nonconformances or deviations associated with the complaint lot 73252ud00. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I stat highly sensitive troponin-I reagent lot 73252ud00 was identified. Section d3 suspect medical device was updated including the mfg site email . Section g1 all manufacturers was updated including the mfg site email.

Event description:
The customer reported false positive alinity I stat highly sensitive troponin-I results for a male patient from the a&e department. The customer reported several samples from the same patient were tested at different collection times. The following data was provided (customer¿s reference range: 0-33 ng/l (negative) / > 64 ng/l suggestive of a mi injury): on (B)(6) 2025 at 17:10, sid (B)(6): initial troponin-I result (serum) = 83.04 ng/l (positive) ¿ the hospital ward questioned the result and sent another sample to be tested. On (B)(6) 2025 at 19:03, sent another sample sid (B)(6): troponin-I result (serum) = 4.40 ng/l. On (B)(6) 2025 at 21:48, sent another sample sid (B)(6): troponin-I result (serum) = 48.83 ng/l. On (B)(6) 2025 at 10:04, sent another sample sid (B)(6): troponin-I result (serum) = < 4.00 ng/l. On (B)(6) 2025, all the samples collected from the patient were retested for troponin-I and generated < 4.00 ng/l for all samples. Upon reviewing the instrument logs, instrument error code 3424, (sample) pipettor aspiration error, was generated throughout testing of the patient¿s 4 samples. On (B)(6) 2025, customer provided additional patient information for falsely elevated alinity I stat highly sensitive troponin-I results. The following data was provided (units of measure being used: ng/l): sid (B)(6): initial troponin-I result = 15.02; initial second result = 14.64; third result = 35.44; reported result = 15; repeat result today = 14.43 / 16.62. There was no impact to patient management reported.